Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
Dealer states the right crossbrace is bent. Consumer was using as a rental and returned it bent.